Event description:
The reporter stated, that the surgeon was using a eyeonics crystalens with the staar injection system and the lens tore during loading due to the cartridge. No pt contact or injury.

Manufacturer narrative:
Evaluation results: a lot number search was performed on the injector and cartridge for similar complaints within the search. The injector lot number has eleven similar complaints and the cartridge lot number has three similar complaints.